Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with the navigation system. The surgeon stated that the patient was registered, but then, when going into navigate, all of their instrumentation was red and was unable to verify the instruments. The surgeon stated no additional metal has been added into the emitter field. The surgeon stated that now the non-invasive patient tracker (nipt) was showing up in the software. The surgeon attempted to bring the straight suction back in for verification, but the system would not verify the instrument. The value on the nipt was 1.7 and the patient was resting on two donuts. The site did not want to remove the extra donut on the patient. The curved suctions were brought into the field and verified without issue. The surgeon continued the case with the curved suctions. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the site suspected to be due to use error from unfamiliarity with the navigation system set-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further analysis determined that the issue was due to a high metal interference value on the nipt caused the instruments to not verify. The issue was resolved on call.